Event description:
During follow up with a home patient regarding an incident where their cat allegedly bit a hole through the pt line tubing of the homechoice set during therapy, the home patient reported a second similar incident. Reportedly, in 2004 the home pt woke up in the morning when their therapy was almost complete to find that the pt line was leaking. The home pt suspected their cat had bitten through it again, as their cat did have access to the setup that night. The home patient only had the final drain left, so they put tape over the hole and completed therapy. The home patient was too busy that day to administer prophylactic antibiotics. By the night of following day, hp was experiencing abdominal pain. While speaking with baxter the next day the home pt advised that they would carefully examine their drainage for cloudiness during the next drain. The home pt had not notified their nurse of the incident. The home patient reported nothing unusual being noted with the supplies during setup for their therapy. No damage was noted to the carton or overpouches in which the homechoice sets were delivered, nor were any sharp objects used to assist in the opening of the carton or overpouch. After speaking with the home patient, baxter notified the home pt's nurse of the event and the report of abdominal pain. The nurse then followed up with the home pt who indicated that their effuent did not appear cloudy at that time. The nurse reviewed proper procedures with the home patient and advised hp to contact her if their effluent did become cloudy. Later that same day, the home patient contacted the nurse and advised that their effluent was cloudy, the nurse requested the home pt go to the clinic. Laboratory work was performed at the clinic which verified that the home pt did in fact have peritonitis. The home patient was advised to administer 250mg ciprofloxacin, orally, 3 times daily for 2 weeks, as well as 40mg gentamicin, intraperitoneally, daily using long dwells, for 2 weeks. The nurse advised that the home pt is now considered fully recovered based on follow up laboratory data. No hospitalization was required.